Event description:
A surgeon reports that a scratch was noted on the surface of the intraocular lens (iol) after it had been inserted in the eye. A second incision was made 180 degrees to the wound. The lens was refolded and removed. A new lens was placed in the posterior bag without complication. The patient has had a excellent outcome.